Manufacturer narrative:
Pr# (B)(4). A f/u report will be submitted once the investigation is complete.

Event description:
The customer contacted philips healthcare to report that the device displayed a "service unit" message during a shift/system check. There was no pt involvement.